Event description:
User facility medwatch report received that states "it was reported that the balloon became stuck with the wire. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified peripheral artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon became stuck with the non (B)(6) wire before it entered the patient's body. The device was removed together with the wire and the guidewire was able to be removed from the balloon once outside the patient, and the procedure was completed using an alternate device. There were no patient complications as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood and/or contrast on the guide wire resulted in the reported difficult to insert; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to insert cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date estimated. D4- the UDI is not known as the part and lot number were not provided.